Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-feb-16 regarding a patient's implanted infusion pump containing an unknown medication (doses and concentrations unknown). The indication for use was spinal pain. It was reported that magnetic resonance imaging (MRI) was performed on the patient to check the catheter tip for a possible granuloma. The date of onset was unknown, but the patient was trying to schedule the MRI for a couple weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.